Event description:
A caller reported experiencing an alarm 2 followed by alarm 26, which were associated with an occlusion issue. The caller declined to provide information on whether their blood glucose level exceeded 500 mg/dl or registered as ¿high¿ on their cgm. There was no reported adverse impact to the customer's blood glucose level. To address the issue, the customer changed the soft cannula infusion set and resumed insulin. No further assistance was required, and the case was closed by technical support.